Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose reading was 550 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer indicated that the entire set was changed and this resolved the alarm. Customer was at work and declined to troubleshoot their high blood glucose. No further details provided.